Event description:
Same case as: 2134265-2015-05003 and 2134265-2015-05002. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified left anterior descending (lad) artery. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize and to perform dilation of the target lesion located in the bifurcation of the mid lad and the first diagonal of lad. However, during the 8th pullback, the inner sheath of the imaging catheter became unable to move and the pullback could not be performed. The procedure was completed with a non bsc imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The telescope assembly was able to properly pull back, advance, or retract, no other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-05003 and 2134265-2015-05002. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified left anterior descending (lad) artery. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize and to perform dilation of the target lesion located in the bifurcation of the mid lad and the first diagonal of lad. However, during the 8th pullback, the inner sheath of the imaging catheter became unable to move and the pullback could not be performed. The procedure was completed with a non bsc imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).